Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Five days after the patient underwent an enb procedure, he developed bronchial bleeding requiring intubation. Site is unsure if the event is related to the superdimension procedure catheters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.